Event description:
It was reported that during a cardiac ablation procedure, heparin was administered and the catheter was introduced approximately 90 seconds later. Cavotricuspid isthmus ablation was performed, and the catheter was then removed from the body to proceed with a transseptal approach; upon removal, clots were found in the catheter lattice. The catheter was replaced. Activated clotting time was measured at 343 prior to proceeding with a new catheter. The procedure was completed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the afr-00001 catheter with lot number 0232603181 was returned and analyzed. No anomalies were identified during external visual inspection of the catheter. During external visual inspection of the sphere segment, no anomalies were identified. The sphere was intact with no apparent issues. Tiny clot/blood like material was observed on the tip of the returned catheter. Data from the catheter identification chip confirmed that the device was used. The chip was re-programmed for functional testing. The returned catheter passed the mapping and ablation test with the mapping system (test/lab), no errors were triggered. No performance issues were identified with the returned catheter. Leak test was performed to check for any leaks on the irrigation line. The returned catheter passed the leak test. Occlusion test was performed to check for any blocks in the irrigation line. The returned catheter passed the occlusion test. Additional testing was performed where the catheter was connected to the irrigation pump and purged. Water could be seen dripping out of the nozzle, this was performed to confirm the irrigation line is not blocked or the nozzle holes. In conclusion, the reported issue (material in tip) was confirmed during device inspection. The catheter passed the returned product inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.